Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. The pump also had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer's blood glucose was 243 mg/dl at the time of incident. No further information was provided.